Manufacturer narrative:
Zimvie complaint (B)(4). E1: zip code is (B)(6).

Event description:
It was reported that the screw fractured in the patient's mouth. Broken portion removed from implant, but both portions were discarded by accident.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie did not receive one screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. The customer did submit images for the reported event. The images showed that the screw was fractured at the threads. Threaded piece not captured. No damage to the abutment. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeded recommended value. Therefore, based on the available information and images submitted, a device malfunction did occur. The screw was fractured at the threads. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.